Manufacturer narrative:
An field service engineer (fse) was dispatched to the customer site. The fse identified that the sample transfer unit and sample inner wash valve were not working correctly. The fse replaced the parts to resolve the issue. Customer stated no further issues have been noted.

Event description:
On the (B)(6) 2015 a customer in the united states reported to beckman coulter the generation of erroneous glucose, sodium (na), potassium (k), chloride (cl) and bicarbonate patient results generated on their au680 clinical chemistry analyser on multiple patient samples. No erroneous results were reported out of the laboratory. There has been no change to patient treatment associated with this event. Qc (quality control) results were within specification.the customer reported that erroneous patients results were generated on (B)(6) 2016 (MDR 9612296-2016-00015).the customer reported that erroneous patients results were generated on (B)(6) 2016 (MDR 9612296-2016-00016).the customer also reported erroneous patient results were generated on (B)(6) 2015 (MDR 9612296-2016-00017).